Event description:
The home patient (hp) contacted baxter's technical service center regarding a check patient line alarm which occurred on the homechoice (hc) during use during fill 1. The hp stated that there were gaps of air in the patient line. The hp would start over with new supplies. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2012, but additional information was not obtained. Bps contacted the registered nurse on (B)(6) 2012, and she stated that the patient had not reported the incident to her. She had seen the patient the previous day. He was doing well and continuing therapy successfully on his homechoice. There were no adverse effects reported in relation to this incident. There was patient involvement but no patient injury or medical intervention reported. There is no additional information available regarding this event.

Manufacturer narrative:
(B)(4). This complaint for a report of air in tubing (without alarm) could not be confirmed. The root cause was undetermined. The sample and the lot number were unavailable, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.